Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 8¿ from the pump housing. The distal portion of the dl was returned in three segments measuring approximately 3.5¿, 7¿, and 20.5¿, respectively. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), a red/pink, tissue-like deposition was observed surrounding the outlet bearing ball in the proximal-side of the outlet stator. The lack of concentric layering indicated that this deposition did not initially form in the outlet stator and likely formed elsewhere. Although the origin of this deposition could not be determined, its areas of denaturation suggest that it was present while (B)(6) was supporting the patient. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, if this deposition was present in the pump during operation, it could have potentially contributed to the reported elevated ldh and hemoglobinuria. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient developed signs of pump thrombosis including elevated lactate dehydrogenase (ldh) and hemoglobinuria. The patient received a pump exchange. No additional information was provided.